Event description:
International customer reported that the device filled with air soon after activation. The surgeon made an adjustment to the device and observed the same event. The device was removed and exchanged.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatch reports being submitted as four separate devices were used. See 2210968-2007-00234, 2210968-2007-00235 and 2210968-2007-00236 for all associated reports. The same pt is represented in each medwatch.